Manufacturer narrative:
This report is being supplemented to provide additional information based on a due diligence received from the customer that included the event date. Updated field: b3.

Event description:
Additional information was received from the customer with the date of event.

Event description:
The cystonephrofiberscope was returned to the service center with a report of two black dots in the image. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the glue on the bending section cover (a-rubber) glue was found to be separated and chipped. There was no patient involvement.

Manufacturer narrative:
Olympus detected this issue during device servicing and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.